Event description:
The nurse smelled something burning, and upon inspection of the patient, it was found that there was a hole burned through the plastic peritoneal drain, the chucks, the draw sheet and the mattress. The source of the burn appeared to be the heater tubing wrapped around the continuous veno-venous hemofiltration (cvvh) tubing which was also burned. The tubing was black and smoking. The nurse turned the cvvh heater off immediately, unplugged it, removed it from the tubing and disconnected patient from the machine.